Manufacturer narrative:
Follow-up #1: date of submission 12/13/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/22/2016 with the following findings: the pump's black box showed one pump reboot event following a slave communication failure alarm on (B)(6) 2016. The battery compartment was cracked at the case seal. The returned battery cap was able to fit securely to the pump. The battery cap was tightened and then unscrewed a half turn with no reboots occurring. The ¿ez-prime¿ steps were performed correctly. No power interruptions occurred during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.